Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01968, 2134265-2017-01969, and 2134265-2017-01971. (B)(6). It was reported that the patient died. In (B)(6) 2013, the patient presented due to silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 95% stenosis and was 18 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with direct placement of a 2.50 x 20 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with direct placement of a 2.75 x 12 mm promus element¿ plus stent with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with direct placement of a 2.25 x 12 mm promus element¿ plus stent with 0% residual stenosis. Target lesion #4 was a de novo lesion located in the mid rca with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. Target lesion #4 was treated with direct placement of a 2.50 x 12 mm promus element¿ plus stent with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient died at home. The cause of death is chronic heart failure. Also, stent thrombosis occurred as per adjudication..